Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient .

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer (pp). The patient was going to the bathroom as much as before and did not feel stimulation. The patient was recently implanted and bandages or swelling was present. The doctor told them to take the bandages off tomorrow. The issues occurred on the day of the report, (B)(6) 2016. The following day there was still a poor communication screen. An antenna was using and syncing with the implantable neurostimulator (ins) did not resolve the issue. The patient was not able to connect to the ins with or without the antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.